Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator experienced ventilator inoperable, motor fault, circuit disconnect, low pip (peak inspiratory pressure) and low ve (minute ventilation). The customer confirmed that there was no patient involvement associated with the reported event. The reported issue was detected during setup prior to patient use.